Event description:
It was reported that during a revision rotator cuff repair using speedscrew 5.5 implant with inserter handle, the implant broke upon insertion when it came in to contact with a metal anchor from a previous procedure. The broken fragment was left inside the pt and an additional implant was implanted in the same bone hole at a different angle. There were no significant delays or patient complications reported as a result of this event.